Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (frequent adjust belt messages and arrhythmia alarms) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled from the distribution node strain relief, causing the pulse wires to short together. The root cause for the damaged wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving frequent adjust belt messages and arrhythmia alarms.